Event description:
On (B) (6) 2010, during the covidien investigation of a n-560 for a malfunction and repair, the unit was determined by the service technician to also have no audio. Upon contacting the customer, the customer was not aware of the audio failure and had received no patient incident report on this unit.